Manufacturer narrative:
Product complaint (B)(4). A manufacturing record evaluation was performed for the finished device and no non-conformances/ manufacturing irregularities related to the malfunction were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: name of the surgery: - c/section. Was surgery delayed due to the reported event? If yes, for how long time? No. Was the broken piece of the suture/needle retrieved from the patient? If not, what is the post-op management? Yes, retrieved how is the patient condition? Recovered well. Is this an adverse event? No. Quantity of complaint product available for return: 2. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent a c-section on (B)(6) 2020 and the suture was used. During the surgery, the suture broke away from the needle. The needle was retrieved. The surgery was not delayed. There were no patient consequences reported.

Manufacturer narrative:
Date sent to the FDA: 12/28/2020. H6 component code: g07002 ¿ conforming device. Additional h-3 summary: it was received for analysis an empty labeled winding former and a detached needle of product. During the visual inspection of the needle, the swage and attachment area were noted to be as expected. The barrel hole was examined, and no suture remnant was noted. However, marks appear to be by use of surgical instrument were observed on the body needle. In addition, the suture was not received for evaluation to determine the assignable cause. No conclusion could be reached as on what caused the problem of pulling off suture needle. Rep sample: it was received for analysis an unopened sample of product. During the visual inspection of the unopened sample, no defects were found on the package. The sample was opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed using an instron and the tensile strength force was above the minimum requirement. The device performed without any defect noted and the actual complaint sample was not returned for analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.